Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father initially called to report that they had two infusion sets they could not insert because they stuck to the sides of the serter. During the call, he reported that the customer blood glucose was high at 402 mg/dl. Customer's father stated he would treat the customer with a manual injection. No troubleshooting was performed.